Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured at 20 atmospheres. The procedure was completed with a different device. There was no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.50mm x 8mm was returned to the complaint investigation site (cis). A visual and tactile examination was performed and identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified an 8mm longitudinal tear in the balloon. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured at 20 atmospheres. The procedure was completed with a different device. There was no patient complications reported. Patient was in good condition.